Manufacturer narrative:
Balt USA reference: #(B)(4). Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. As the lot number associated with the implicated unit was unable to be obtained, a review of the manufacturing records could not be performed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "when resheathing the 2x20 coil in the pnovus 17 microcatheter in the mma, the coil stretched and then broke off the delivery wire. The coil was not able to be recaptured and was left in the eca where it broke off. Fortunately, no patient harm. The same microcatheter was used to deliver coils for the remainder of the case." Update 17jul2025 - additional information received from the issuer: "1. Did the procedure involve tortuous anatomy? Standard tortuosity for the eca/mma. 2. Will the microcatheter be available for return? No, unfortunately not. 3. Where did the implant prematurely detach? (Inside the an, inside the mc?, etc) inside the microcatheter at the detachment zone. 4. Were any attempts made to detach the implant coil using the detachment controller? No. 5. Can you confirm if the device was implanted? Yes, implanted." Incident report form submitted for this complaint indicates that no patient injury was sustained.